Event description:
A customer contacted beckman coulter inc. (Bci) regarding falsely low results for cartridge chemistries (cc) generated by the unicel dxc 600i synchron access clinical systems for two patient samples. Patient a sample gave erroneous results for blood urea nitrogen (bun) and cholesterol. Sample from patient b was tested for cholesterol and a result of 8mg/dl was obtained. The affected samples were re-tested and higher results were obtained. The erroneous results were reported out of the lab. It is unknown if treatment was affected by the test results. However, no patient consequences have been reported.

Manufacturer narrative:
Per customer, qc was within specifications in the morning and problem began approximately 3 hours later. While troubleshooting over the phone for a different issue, the customer discovered that the reagent probe a tubing from the valve to the level sense bead was loose, and tightened it. The customer reran all samples since last acceptable qc, and only found low results for 2 patients. A field service engineer (fse) was dispatched to the customer's lab: the fse replaced the reagent probe a tubing and will send it to bci for investigation. No other issues were found with the instrument. Treatment is not likely to be affected by erroneous bun and cholesterol results. Bun and cholesterol measurements alone are not used as sole determinants for treatment. On a recur event, any cc could be affected. Treatment initiated or withheld based on erroneous cc results could contribute to serious injury. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.